Manufacturer narrative:
Correction h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiopulmonary bypass procedure using the affinity nt oxygenator, low oxygen levels were detected, with initial measurements less than 100 mmhg at 100% oxygen, and levels dropping to the mid 80s during rewarming. The oxygenator was barely providing enough oxygen to support a normal blood gas. Blood gas analysis was performed to calibrate and confirm the low oxygen levels, and an oxygen analyzer was used to verify that a fraction of inspired oxygen of 100% was being delivered to the oxygenator. The patient had a body surface area of 2.35 and a hematocrit of 30 throughout the case, with no significant coagulation or blood disorders. Troubleshooting included checking for color change, calibrating the cdi, confirming gas flow, switching to an oxygen tank, increasing flow, opening the recirculation line, and running with a slightly higher sweep. At this point the flow was increased to support the patient and the recirculation line was opened which initially hurt the oxygen level (assuming because we were at 6.5-7lpm of flow already at that point). But over time the o2 raised to 200 and the surgeon proceeded with the case. Cooling to 33 degrees was performed, which likely helped by decreasing the patient's metabolism. As the case went on the customer ran with slightly higher sweep than usual and when the customer started to rewarm the o2 dropped back down as low as the mid 80s.the oxygenator was not replaced, and use of the device was continued to complete the case. There was no damage observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: 372 ml/min 02 xferc 262 ml/min co2 xferc 114 mm/hg delta pblood reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.